Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily tortuous and heavily calcified de novo lesion in the right coronary artery. Balloon angioplasty with an unspecified balloon was attempted; however, the vessel ruptured. An attempt to use a 3.5x19mm graftmaster rx covered stent was made, but it failed to cross due to resistance with the anatomy. The procedure was successfully completed with an unspecified balloon dilatation catheter. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.